Event description:
It was reported that before use on the cs100 intra-aortic balloon pump (iabp) screen is blue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse replaced the pcb display board. The unit passed all tests performed and was returned to the customer in good working conditions.